Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 21/oct/2025, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired on the cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2025 due to heart failure and other unspecified cardiac disease. The patient was found pulseless and unresponsive by family at home while connected to her liberty select cycler. It was explained that the patient had a recent decline in health due to worsening cardiac comorbidities and she was scheduled for hospice. Emergency services were not activated, and the patient was pronounced deceased in her home. It was reported that the patient¿s heart failure, other cardiac comorbidities and her subsequent death were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death can be attributed to heart failure and other cardiac comorbidities with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On (B)(6) 2025, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired on the cycler. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2025 due to heart failure and other unspecified cardiac disease. The patient was found pulseless and unresponsive by family at home while connected to her liberty select cycler. It was explained that the patient had a recent decline in health due to worsening cardiac comorbidities and she was scheduled for hospice. Emergency services were not activated, and the patient was pronounced deceased in her home. It was reported that the patient¿s heart failure, other cardiac comorbidities and her subsequent death were not due to a deficiency or malfunction of any fresenius product(s) or device(s).